Manufacturer narrative:
H3: product analysis of part # 6550014, lot # rs19d004. Visual and functional inspection revealed the inner shaft does not move when the locking lever is moved. The c clip that connects the adjusting mechanism to the inner shaft appears to have been overloaded and broken. It is possible to overload the clip when making tension adjustments while the rod is in place. It appears the instrument broke due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the rod grippers would not grip onto rods. There was no patient involved and no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the rod grippers will not tighten down on rod even after adjusting the tension. The reported devices were already used before.